Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the optic and haptic torn. Claim # (B)(4).

Manufacturer narrative:
H6- health effects - health impact code: changed from 2199 to 4627. Claim#: (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Claim #: (B)(4).

Event description:
A cq2015a collamer three piece lens, +23.5 diopter, was received by the manufacturer damaged. The reporter indicated the lens was implanted and removed due to having misfired. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.